Manufacturer narrative:
The reason for the displacement of the implant into the sinus cavity cannot be determined with the available information. There are no indications that this problem is related to the product used. Information on patient status after removal of the implant is not available. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a patient received an osseospeed ev 4.8 c, 8 mm dental implant in position 13 (fdi 25) on (B)(6) 2020. According to the complaint it was an immediate installation in an extraction socket with simultaneous augmentation. The implant was left to heal submucosally. The implant has, according to the complaint, lost osseointegration and migrated into the left maxillary sinus, which is confirmed by an x-ray taken on (B)(6) 2020. Removal of the implant was performed the same date.

Manufacturer narrative:
The device was evaluated and found to be within specification.